Event description:
Per, additional information from the customer. The reported event occurred, during a diagnostic colonoscopy procedure. There were no abnormalities found when the device was inspected, before the procedure. The procedure was delayed by approximately 15 minutes. The issue did not cause an extension of the procedure in a matter that would be considered clinically relevant. The procedure was completed with a similar device.

Manufacturer narrative:
B5: additional information has been obtained and provided. H10: per, additional information from the customer. Reprocessing was completed in accordance with the user¿s manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 15 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states, that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states, that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that whitish foreign material was inside of the jet tube and air/water tube. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the grip, the switch box, and the plastic distal end cover had a scratch. It was observed that the suction, air, and water cylinders had no color. It was also observed that the insulation resistance value at distal end does not meet the standard value due to a burn on the plastic distal end cover. It was observed that the adhesive around the objective lens and around the light guide lens had discoloration. Lastly, it was observed that the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope insufflation was blocked even when the insufflation was forced. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was inside of the jet tube and air/water tube, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.